Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested reseating or replacing the gui to bd cable isolate the problem. The customer reported to have reseated the gui to bd cable and the unit passed testing. Covidien was not authorized to service the device.